Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer reported receiving an error message on their freestyle flash and was unable to test their blood glucose level. However, the customer does not remember what the error message was. As a result of not being able to test, the customer experienced unrecalled symptoms and went into a diabetic coma. The customer also reported having a loss of consciousness and a seizure. The paramedics were called and transported the customer to the hospital. The customer was diagnosed with hypoglycemia and treated in the emergency room with glucagon and saline. The customer also reported eating food to help counteract the medical event. According to the customer, she has memory loss and/or memory issues as a result of her diabetic coma. There was no report of death associated with this event.